Manufacturer narrative:
Approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was no longer functional. During the evaluation, a cylinder connection tubing crack was identified. As a result, the patient had a cylinder and pump replacement procedure performed two weeks after the diagnosis of the anomalies. The cause of the tubing crack was not reported by the medical facility. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was no longer functional, during which, a device anomaly was confirmed. As a result, the patient underwent a surgical procedure two weeks later, during which a cylinder connection tubing crack was identified. Therefore, the patient had the pump and one cylinder replaced. The cause of the tubing crack was not disclosed by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, these ipp components underwent a thorough analysis. A set of used cylinders was returned along with another set of tried and not used cylinders. The used cylinders were visually inspected, microscopically examined, leak and functionally tested. Both used cylinders passed all tests performed; they both have wear at folds in the middle of the cylinders, but this would not affect device functionality. The tried not used cylinders were visually inspected, microscopically examined, leak and pressure tested; one of the cylinders had sharp instrument damage in the tubing, therefore, this one was not pressure tested, the other cylinder passed all tests performed. The ms (momentary squeeze) pump was visually inspected, microscopically examined, and functionally tested. The pump tubing was noted to be worn and a hole that likely caused fluid leak was observed at the tubing junction that connects with the cylinder. Microscopic analysis of the pump determined the misalignment of an internal spring. In addition, the pump failed the activation test. Product analysis confirmed the reported clinical observations of tubing hole and was able to determine a pump anomaly that is likely to have affected the performance of the ipp. Correction to b5 describe event or problem.